Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an infection after the trial phase of external neurostimulator device testing due to a severely compromised immune system and severe asthma. If additional information is received, a follow-up report will be sent. See manufacturer¿s report #3004209178-2013-03179 for subsequent device issue.

Manufacturer narrative:
(B)(4).